Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a cut in the cord. The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results and correction. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history record was not required. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cut in the cord. The issue was discovered during reprocessing. There were no reports of patient involvement.